Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that initial attempts to interrogate this device were unsuccessful. Interrogation was successful when the select pg function was used. It was noted that the patient did have swelling over the pocket due to a seroma. The patient's pocket was re-opened and the seroma was drained. The patient was hospitalized for approximately ten days due to the recurrent seroma which was drained twice in the operating room. The patient was followed two weeks later with no signs of infection or swelling. No additional adverse patient effects were reported.